Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included ibuprofen, losartan and naproxen. In 2008, the patient was found to have weight increased ("weight gain\ loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and migraine ("migraines "). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced alopecia ("hair loss"), pelvic congestion ("other injury(ies) or complication please describe: pelvic congestion syndrome") and cervix inflammation ("chronic cervix inflammation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("cramps in legs"), headache ("headache"), bladder disorder ("bladder prob.") And urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, fatigue, alopecia and headache had resolved and the migraine, dyspareunia, weight increased, pelvic congestion, cervix inflammation, muscle spasms, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cervix inflammation, dyspareunia, fatigue, headache, menorrhagia, migraine, muscle spasms, pelvic congestion, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2018 discrepancy as per pfs. Current weight 158 lbs. Insertion details:- right tube :4 of coils. Left tube: 5 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 627282, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event bladder probs., urinary probs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included ibuprofen, losartan and naproxen. In 2008, the patient was found to have weight increased ("weight gain\ loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and migraine ("migraines "). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced alopecia ("hair loss"), pelvic congestion ("other injury(ies) or complication please describe: pelvic congestion syndrome") and cervix inflammation ("chronic cervix inflammation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("cramps in legs") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, fatigue, alopecia and headache had resolved and the migraine, dyspareunia, weight increased, pelvic congestion, cervix inflammation and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cervix inflammation, dyspareunia, fatigue, headache, menorrhagia, migraine, muscle spasms, pelvic congestion, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2018 discrepancy as per pfs. Current weight 158 lbs. Insertion details:- right tube :4 of coils. Left tube: 5 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 627282, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included ibuprofen, losartan and naproxen. In 2008, the patient was found to have weight increased ("weight gain\ loss specify which one: weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and migraine ("migraines "). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced alopecia ("hair loss"), pelvic congestion ("other injury(ies) or complication please describe: pelvic congestion syndrome") and inflammation ("chronic cervix inflammation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("cramps in legs") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, fatigue, alopecia and headache had resolved and the migraine, dyspareunia, weight increased, pelvic congestion, inflammation and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dyspareunia, fatigue, headache, inflammation, menorrhagia, migraine, muscle spasms, pelvic congestion, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2018 discrepancy as per pfs. Current weight (B)(6). Insertion details:- right tube :4 of coils; left tube: 5 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number and lab data , concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: vaginal infections , psychological or psychiatric problems condition: anxiety , migraines / headaches , dyspareunia (painful sexual intercourse) , pain , weight gain\ loss specify which one: weight gain , fatigue , hair loss , other injury(ies) or complication please describe: pelvic congestion syndrome, chronic cervix inflammation , abdominal pain, cramps in legs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.